Manufacturer narrative:
E1 "establishment name": (B)(6) hospital. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, the customer's complaint was confirmed. Due to cut on switch 1, water tightness was lost. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: the bending section cover had slack. The bending angle in the up direction did not meet standard due to wear of the angle wire. The connecting tube was dented. The image guide (ig) protector, control unit, switch box, grip, angulation lever, scope connector and up down (ud) plate were scratched. The universal cord was dented and scratched. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had air water leakages from the switch. The device was returned for evaluation and an additional reportable malfunction was found. During the device evaluation, peeling of the insertion part coating. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.